Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found within specification in relation to the false air in line alarms which were not reproduced or confirmed. The reported symptom "air in line" was not confirmed through the event history log review because the event history log does not differentiate between true and false air in line alarms. While air in line alarms are present in the history log during recent use of the device, the device passed all occlusion testing and the investigation results imply that the air in line alarm messages within the event history log indicate true alarms. This MDR was initially reported due to the absence of event information. Upon evaluation of this device, it was determined that the related malfunction is unlikely to cause a substantial risk to the patient and is determined to not be a reportable event. Manufacturer report number 1314492-2016-02704 can be removed from the FDA database.

Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump constantly displayed the air in line message. It was also reported there was no patient involvement.